Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q4 transistor on the computer/analog pca. The root cause for the shorted q4 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned from an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.